Event description:
It was reported that the user received a low glucose alert on a continuous glucose monitor while concurrent fingerstick measurements were higher, and the user ingested oral carbohydrates twice before contacting support. Symptoms included no reported clinical effects, as the user felt fine. Outcomes included no medical intervention, no hospitalization, and resolution with continued monitoring and confirmation of stable capillary glucose. Investigation included remote troubleshooting, serial fingerstick comparisons, and observation of sensor readings until alignment with manual tests. Investigation of this case revealed a transient discrepancy between sensor and capillary glucose values, with the sensor subsequently trending toward agreement, indicating no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.